Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct describe event or problem, initial reporter and device code.

Event description:
Additional information was reported indicating that noise oversensing was observed on this right ventricular (rv) lead. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.